Manufacturer narrative:
Patient information: information unknown/ not provided. Telephone number:(B)(4). Device evaluation: the preloaded unit and lens have not been returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens looked to have material damage, like a pincer mark. The patient had a visus of 0.4 and saw double. The lens was explanted. Through follow-up we learned that the explant occurred on (B)(6) 2021 and that no interventions were required. No additional information was provided.

Manufacturer narrative:
Section d10 - device available for evaluation? Yes section d10 - returned to manufacturer? Yes section d10 - date returned to manufacturer: 24th february 2021 device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection using magnification was performed to the returned sample and the lens was returned cut in two pieces. A loose fibers/particles were observed on the lens pieces which are related to handling of the unit out of a sterile environment. Residues of lubricant material and some marks were also observed on the lens pieces. The condition in which the sample returned is consistent with a lens that was handled and prepared for a surgical process. The complaint issue reported was verified, however, it could not be determined if the defects observed are related to manufacturing since the lens was previously handled. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.